Event description:
Ut was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator had a leakage. The ventilator passed functional and pre-use check tests and no malfunction was found during examination. The nozzle unit in the air gas module and the membrane of the expiratory cassette were replaced as a precautionary action. The provided logs confirmed the reported leakage at time of the event. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).